Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the the unit shuts off on its own, causing loss of image.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: - cables, - connectors, - digital board, - power supply, - filter / fuse, - ac inlet board, - main board, - transition board, - intermittence between transition board and ch connector, - fan / insufficient cooling, - software, - camera head (sensor, sensor cable), - coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), - extension cable, - intermittence while using rf devices (ex: valleylab), - problem toggling light source from camera head, - connected monitors, - leaking. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the the unit shuts off on its own, causing loss of image.